Event description:
On (B)(6) 2023, the patient presented with primary mitral regurgitation, thin leaflets, and poor leaflet integrity. It was noted that on (B)(6) 2023, the patient returned symptomatic with shortness of breath.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation is due to pre-existing patient anatomy. The reported tissue injury, dyspnea and mitral mr are cascading effects of the reported incomplete coaptation. Additionally, the reported patient effects of mitral regurgitation, tissue injury, and dyspnea are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 30oct2023, a mitraclip procedure was performed to treat grade 4 mitral regurgitation and brittle bone disease. Two xtw clips were implanted, reducing the mr to grade 1+. On 09nov2023, one clip was observed to have detached from the posterior leaflet (single leaflet device attachment (slda)). Tissue damage was noted and the mr increased to grade 3-4 (moderate to severe). A robotic mitral surgery was performed. Per the physician, the slda was due to pre-existing patient anatomy and brittle bone disease. Patient has no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.